Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that, due to a patient's dissatisfaction with vision the light adjustable lens+ (lal+, sn (B)(6), +19.5d) was explanted from the left eye and a replacement light adjustable lens (lal, sn (B)(6), +18.5d) was implanted.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the investigation and provide a correction. Correction to section d9. Updates to sections h3 and h6. The explanted lal was returned to rxsight. A visual inspection was performed and no anomalies were noted.